Event description:
It was reported the patient desired higher coverage in the upper neck area and as a result surgical intervention was undertaken to reposition the lead on (B)(6) 2014. Follow-up identified coverage was never established to the area during the initial implant; however the surgeon believes the lead may have migrated down after implant. Effective coverage and adequate stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.